Manufacturer narrative:
The investigation determined the smoke was due to heat damage on a planar winding printed circuit board. The failure mode was caused by insufficient air flow which led to overheating inside the power supply. The insufficient airflow was most likely due to excessive accumulation of dust inside the power supply. All parts and plastics are ul rated. There was no risk of fire and no one was harmed.

Event description:
The customer stated they smelled a burning odor when they walked into the laboratory and that smoke was coming from the vent on the left side of the analyzer. They stated the computer was on but the instrument was not turned on. They said the "pcb box" was opened but they did not smell anything inside. The left back area of the instrument smelled but the customer couldn't find any burning. No adverse events occurred. The field service engineer (fse) visited the customer's site on the same day. He replaced the power supply. He performed a volt check, performance check, function check, and date check. All were ok.

Manufacturer narrative:
(B)(4): clarification with the customer determined the instrument was turned on when the smoke was coming out of it.

Manufacturer narrative:
The event occurred in (B)(6).